Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted the outer insulation was bunched and the conductor coils were offset. This is consistent with the lead having been passed through a constricted area. Resistance testing found the lead was not electrically continuous. An x-ray of the lead confirmed the conductor coil was fractured at the distal end of the terminal pin. These findings would have impacted the functionality of the extendable/retractable helix.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix extension issues. This lead returned for analysis. No adverse patient effects were reported.